Event description:
It was reported that the pump declared an altitude alarm 21, which led to the suspension of insulin delivery, although there was no adverse impact on the customer's blood glucose level. The customer experienced an issue loading a new cartridge following the removal of an old one. As a corrective measure, technical support decided to replace the pump and advised the customer on putting the pump into storage mode before returning it. The customer was instructed to return the problematic pump within 10 days to avoid charges and was informed of the need to program pump settings and connect the cgm to the replacement pump, which technical support has sent.